Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire moved forward. A 2.1 mm jetstream xc atherectomy catheter was used during an iliac artery resection procedure. Shortly after the jetstream catheter entered the vessel, the thruway guidewire moved forward and backward, preventing the resection from continuing. The physician withdrew both the catheter and guidewire, then completed the procedure using another guidewire and balloons. The event was resolved and the patient was stable following the procedure.